Manufacturer narrative:
Additional, changed, and/or corrected data. Supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Event description:
A treatment provider reported they have a patient that was treated with the coolmini applicator on (B)(6) 2020 and has been presented with possible development of paradoxical adipose hyperplasia.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
A treatment provider reported a patient who was treated to the submental area using the coolmini applicator has possible paradoxical hyperplasia after initial improvement of tissue reduction.

Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch 3007215625-2021-01273. Aware date should have been listed as 15/april/2021. Correction to g.3. Aware date of supplemental medwatch 3007215625-2021-01273-1. Aware date should have been listed as 8/feb/2023. This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the submental on (B)(6)2020 using a coolmini applicator and presented with paradoxical hyperplasia (ph).